Event description:
Automated urinalysis system using flow cytometry for microscopic evaluation and reporting. Through the automated process, sperm from the urine was transferred to the next specimen requiring flow cytometry analysis. This carryover of sperm resulted in the next specimen giving a false positive result of sperm in a sample from a female. The presence of sperm in urines from females 14 y or under is a critical result and has medical legal implications for reporting.